Event description:
The patient offered no complaints pre treatment. One half hour into the treatment, he complained of generalized itching and his face turned bright red. The patient was given 50 mg of benadryl IV and the symptoms suborded. He was placed on a cellulose acetate dialyzer his next treatment.